Event description:
Hospital advised that during an infusion of heparin on channel b an overinfusion occurred. The rate was set at 13 ml/hr and the vtbi at 473 ml. After 22 hours the pump alarmed empty container. There were no pt consequences.